Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: biomed called and said the vent went into safety mode. This occurred a few times for short periods. He said he would send the log files to me. I will attach them when I get them. Patient moved to another vent.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During ventilation, the ventilator entered safety ventilation mode and alarmed with multiple technical faults and the screen went blank as per user report. The patient was moved to another device. Never the less, the event did not cause or contribute to a death or serious injury to a patient. No log files were provided for analysis. The installed software version could not be confirmed, but multiple technical fault codes (231036, 341009, 231002, 346054, 385002) were mentioned in the complaint. The recommended correction was to install the latest software version, as safety ventilation is prevented in software version 2.0.7 and later. If the same technical faults are triggered, the ventilator will enter safety ventilation mode. In this state, ventilation is maintained, and the patient can be transferred to another ventilator in a controlled and safe manner.

Event description:
The following was reported to hamilton medical ag: biomed called and said the vent went into safety mode. This occurred a few times for short periods. He said he would send the log files to me. I will attach them when I get them. Patient moved to another vent.